Manufacturer narrative:
Report date: 14sep2021. Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit¿s touchscreen is not sensitive. Based upon the information it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Upon further investigation, the following information was received indicating the device the touchscreen issue was discovered during preventive maintenance. Therefore this complaint no longer meets reportability requirements.